Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported by the customer that the insulin pump was giving no delivery alarms. The customer stated that she has changed her set several times and was still receiving no delivery alarms. The customer also stated that when she manually primes, the piston only goes up slightly. Troubleshooting was performed and the piston anomaly was confirmed. The insulin pump failed the displacement test and alarmed max fill instead of no reservoir. Nothing further was reported.